Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA were unknown. No information has been provided to date

Event description:
It was reported that the power button was working intermittently. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received on 27-jul-2022 via email and attached to complaint object: there was no patient involvement with this pump, the issue happened during testing. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented fluid ingression and multiple contaminated components. The customer stated problem was duplicated. Replaced mp (memory protection) board, power switch and other contaminated components. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 30-jan-2015.